Manufacturer narrative:
Analysis transaction ID#: 230793083 model#: 24950 serial/lot#: (B)(4): analysis has concluded that the material composition of the cap is of zinc <(>&<)> aluminum which is not meeting the right material composition of c3604 (copper + zinc). As the return is not complete assembly level, the usual fa (failure analysis) report for complete assembly will not be available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the power adapter has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins of the power adapter were broken. The monitor status is unknown. No patient complications have been reported as a result of this event.